Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-08241. It was reported the patient's lead had migrated. In addition, diagnostic testing revealed the lead contacts reflected high impedance values. Consequently, the patient underwent surgical intervention wherein the leads were explanted and replaced.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-08241 . Follow-up information revealed effective therapy resumed following the procedure.